Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump had minor scratches on display window and cracked reservoir tube lip. Insulin pump was unable to prime during the prime test, due to protruded and loose drive support disk. No prime alarm noted. No motor sounds anomaly during testing noted.

Event description:
It was reported by the customer's mother that the customer had a compromised force sensor system alarm on the insulin pump. Customer was in the rewind process when the pump sounded off. Customer's mother claimed to hear a weird sound from the motor. Customer's mother stated that the drive support cap was protruding and loose. She confirmed that it is no longer connected to the customer. Customer's mother pressed the cap and she got it back in. Customer's blood glucose level was 270 mg/dl. Customer treated with manual injections. It was explained that the alarm was received when the pump was being rewound and when the act button was pressed. Insulin pump will need to be replaced. No additional information provided.